Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/oct/2004. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and rupture received on august 08, 2022 with catalog number 270cc. Visual analysis of the returned device identified: opening, yellow particles, crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device has been explanted.